Manufacturer narrative:
The reagent lot and expiration date were requested but not provided. The field service engineer performed a measuring cell preparation maintenance and instrument performance testing which partially failed. The measuring cell was replaced. Instrument performance testing was repeated and failed for pre-wash testing. The field service engineer determined loose tubing at the pre-wash dispensing sipper and tightened it. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for multiple assays tested on a cobas e 801 analytical unit. The reporter also mentioned quality control issues for multiple assays. The questionable results were reported outside of the laboratory and the results for 26 patients had to be amended. The following examples for two patient samples were provided by the customer. Patient sample 1, tested with elecsys vitamin b12 and folate: the sample initially resulted in a vitamin b12 value of 355 and repeated as 554. The sample initially resulted in a folate value of 4.8 and repeated as 7.7. Patient sample 2, tested with elecsys vitamin b12: the sample initially resulted in a vitamin b12 value of <125 accompanied by a data flag and repeated as 254. No units of measure were provided.